Manufacturer narrative:
Actual device involved was evaluated. Electrical tests performed. Performance tests performed. Component/subassembly failure. Converter. Device failure directly caused event. Device repaired and returned. The device was evaluated at the user location by service personnel. The cause of the display malfunction was attributable to a failed dc-dc converter. The device had been in use for 16 years. The converter was replaced and normal function was restored.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the information display of the heart lung console stopped displaying data. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the patient as a result of this event.